Event description:
Device analysis provided.

Manufacturer narrative:
Visual inspection under 30x magnification indicates no j stiffener wire fractures. Visual inspection under 30x magnification also indicates the lead was snipped or cut into two sections, with evidence of flared coil wire ends. X-ray of lead confirms no j stiffener wire fractures. Discrepancies which were observed are the result of explant procedures.